Event description:
The distributor reported that a foreign substance was found in the barrel of the syringe after they had filled it with contrast. The user reported they drew the contrast from a 'gallipot' up into the syringe and the foreign substance could have been introduced when they filled the gallipot with contrast. No report of harm or injury.

Manufacturer narrative:
Device evaluation. The suspect device has not been returned for evaluation. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.